Manufacturer narrative:
No patient was present. Medtronic rep. Removed the side panel of the system and adjusted the loose pci card. He then was able to get a signal to the monitor and issue was resolved. No patient involved.

Event description:
Medtronic rep. Reported the monitor screen was black when the computer is powered up. Event did not occur during surgery and no patient was present.